Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer that the secondary medication of iron sucrose with the proper head height of the secondary and primary bag lower running 0.9% normal saline. Check valve failed on the primary infusion line about 1/2 way through infusion with iron sucrose migrating up to the flush bag. Primary pump infusion set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a bd secondary set was attached primed with blue dye water. The sets were allowed to free flow and back flow was observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier investigation, visual inspection of the returned check valve showed no particulate detection or other non-conformities. The returned check valve was tested on an offline backflow tester and backflow was not observed. The sample was then tested on the automation (a-08) in which it was originally assembled on, and backflow was not observed again. Despite the supplier unable to replicate the failure, they continue to implement 100% backflow verification during the assembly process and will continue to ensure controls are in place to minimize quality issues.